Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 170727. Root cause: based on available information, we understand a broken hub (plastic part) issue took place. However, since we were unable to duplicate or confirm your indicated failure mode because no sample neither pictures were provided, and review of DHR showed no indication of the alleged defect, a definitive root cause was possible to determinate at this time. If samples are received in the future the complaint will be re-opened and re-investigated.

Event description:
It was reported that during reconstitution of an injection treatment, the needle on a bd¿ blunt fill needle broke at its base and fell into the container. There was no report of injury or medical intervention.